Manufacturer narrative:
The customer reported the event as, "white screen with text on screen." Testing and investigation found the history log of the device could not be downloaded. The device powered on with a white screen error and alarmed audibly from the secondary beeper. A som1 board was installed to the device so the sdram test was not performed. The device was opened up and the snaphat battery voltage that supported ram chip on uic board was found to be 0.404vdc (nominal 2.8 vdc). The customer complaint was confirmed and is attributable to the device. The probable cause was due to depleted snaphat battery that supported ram chip u2 on the uic 1 board. Due to the depleted battery, the ram data got corrupted and resulted in white screen. The device was manufactured in march 2008 and utc board has not been replaced during previous repairs. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with "white screen with text on screen". The device was returned to the biomed department for an unspecified reason. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.